Event description:
It was reported to philips that the system's main screen was not working, which can impact the imaging and the geometry movement was also not working. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.